Event description:
It was reported that during an arthroscopic hip labral repair surgery the needle broke while trying to pass the repair suture through the hip capsule tissue. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-16992n batch 15238319 was received for investigation. The visual inspection revealed that the needle's tip was broken off. Functional testing was not conducted due to the damage to the device. The most likely cause of the reported failure is a user error. Direction for use. Dfu-0392-sub-eo revision 1. To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.